Manufacturer narrative:
Zimvie dental complaint (B)(4).

Event description:
It was reported that abutment fractured on the screw portion on 1 piece abutment. No injury to the patient.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type; h3: device evaluated by manufacturer; h6: type of investigation; h6: investigation findings; h6: investigation conclusions; h10: additional narratives/data. The product was not returned. Therefore, the reported event could not be verified. Based on the evaluation, device malfunction could not be verified. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, the products were within specifications and conforming when it left zimvie. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.